Event description:
It was reported that this patient's right knee was revised. Patient had unexplained knee pain. When reviewing knee, the patella had become loose with excessive heterotopic ossification (ho) formation on the lateral face. This seemed to be rubbing on the lateral edge of the trochlea. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10 concomitant devices: 06021017206 (B)(6)- gps implant kit v2 (B)(6) 02-012-49-5009 - logic cr tib insert slope++, sz 5, 9mm (B)(6) 521-78-36 - threaded pin size 5.1 collarless (B)(6) 02-010-04-0350 - logic cr femoral por, right, sz 5 (B)(6) 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6) 521-78-23 - threaded pin size 2.3 collared (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of patellar loosening as reported. The heterotopic ossification of the lateral face of the patella and subsequent contact on the lateral edge of the femoral trochlea may have led to or been a contributing factor for the reported pain and patellar loosening. However, the heterotopic ossification and patellar loosening cannot be confirmed and the contributions of each to the sequence of events as related to the reported event cannot be determined as no clinical notes, radiographs, or device images were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.